Event description:
Complainant alleged that during routine testing and preventative maintenance, the device had no pacer output. The complainant indicated that there was no pt involvement in the reported failure.